Event description:
Dr. Was using a retractor and placed behind the acetabular cup causing the cup to dislodge from bone. Surgeon proceeded to re-implant the cup with liner using a trial cup reversed on the impactor handle. Pt was closed and reduced. Pt dislocated in post-op recovery. Dr decided to revise. Performed same day. Surgery prolonged 30-45min. No further injury to pt.